Manufacturer narrative:
The c502 module serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned high results for multiple patient samples tested for tina-quant hba1c gen. 3 (hba1c) on a cobas 8000 c 502 module. Discrepant results were provided for 1 patient sample. The initial result was 6.9% with a data flag. This result did not correspond to the patient¿s clinical picture. The customer sent the sample out for confirmation testing where the result was 5.5%. This result corresponded to the patient¿s history.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The hba1c reagent lot number was 70879701 with an expiration date of 30-sep-2024. A previous follow-up report stated: "the field service engineer (fse) performed precision testing with qc. A patient study was performed for troubleshooting purposes and issues were noted. The fse replaced a reagent probe. Precision was performed with qc again and patient studies were run again for troubleshooting purposes and no issues were observed.". This should say: "the field application specialist (fas) performed precision testing with qc. A patient study was performed for troubleshooting purposes and issues were noted. The reagent probe was replaced. Precision was performed with qc again and patient studies were run again for troubleshooting purposes and no issues were observed.".

Manufacturer narrative:
Manufacturer report number 1823260-2023-02807 and manufacturer report number 1823260-2023-02934 are duplicate events. Different individuals from the same customer site called with the same complaint on different days one week apart. Section b7 was updated. The initial report stated: "the initial result was 6.9% with a data flag. This result did not correspond to the patient¿s clinical picture. The customer sent the sample out for confirmation testing where the result was 5.5%. This result corresponded to the patient¿s history." Additional results related to the event were provided so that the event should read: "the initial result was 6.9%. The sample was repeated at a different site and the result was 5.5%. On (B)(6) 2023, the result from a new sample was 5.2% the repeat result of the initial sample was 5.2%. This sample was repeated at a different site and the result was 5.4%." Section d4, lot number, and expiration date were updated. The field application specialist (fas) reviewed qc data and noted calibration issues from (B)(6) 2023. A wide acceptable qc range was noted along with day to day fluctuations. The technician adjusted the qc range to be tighter. The temperature logs for the fridge storing the reagent packs were reviewed. The technician was advised on reagent handling. The field service engineer (fse) performed precision testing with qc. A patient study was performed for troubleshooting purposes and issues were noted. The fse replaced a reagent probe. Precision was performed with qc again and patient studies were run again for troubleshooting purposes and no issues were observed. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. No issues were identified during a review of the alarm trace data. The service actions (replacing the reagent probe) resolved the issue.